Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient got a driveline power fault at home and called 911. The fire dept changed their controller which did not resolve the alarm. The patient drove to a clinic. While on their way, the patient called to confirm alarms. They cleared it, but it came back immediately. The patient also changed their modular cable. It cleared the alarm, and it persisted. Log file review from the primary system controller¿s ((B)(6)) captured a controller internal fault event on (B)(6) 2023 at 10:30:02. There was a (f2) ocp_a_open indicating that the power fuse a in the system controller was opened. This type of event can be due to an issue with the modular cable. The event log file data from the backup system controller¿s ((B)(6)) also recorded the same issue. This event likely occurred due an issue with the same modular cable. When in clinic, the modular cable was replaced, and the controller alarms continued. It is likely, however, that the damage to the system controller was already done. Then, the system controller and modular cable were exchanged; the alarms still continued. This information suggested that there a short exists in the driveline portion superior to the modular cable connector. This short is causing fuse a in the system controller to open. The lvad continues to operate on power from the power b conductor. X-ray images was unremarkable. Driveline repair/cleaning was done on (B)(6) 2023. Log file review post cleaning revealed driveling disconnection around 12:37 to perform the cleaning of the modular cable connector. There were continued driveline power faults showing power fault a and an open fuse in the controller. The patient was also dialysis dependent.

Manufacturer narrative:
Manufacturer's investigation conclusion: the specific root cause of the damaged fuses in the returned system controllers and the corresponding driveline power fault alarms could not be confirmed during the evaluation of the pump cable segment returned by technical service. The patient presented with a driveline power fault alarm related to an open fuse in the system controller. The system controller and modular cable were exchanged multiple times but the fuse associated with the power a line of the controller opened upon initial connection of the driveline. The pump cable inline connector was cleaned and then replaced by technical service, however, the issue did not resolve. The approximately 4in long segment of the pump cable that was replaced by technical service was returned for evaluation. Electrical continuity testing of the cable found no discontinuities or shorts. Visual inspection of the connector and wires under a microscope found no damage or wire breaches that could have contributed to the reported event. Review of the submitted lvad log files confirmed that the pump operated as intended throughout the reported events, when connected to power. There was no change in pump parameters before or after the onset of the issue. Although pump function was not affected by the driveline power faults, the behavior observed in the system controller log files appears consistent with a potential electrical short affecting the power a line of the lvad. The specific cause and location of this short cannot be determined without a device evaluation. The patient received a pump exchange on (B)(6) 2023. The pump was sent to the hospital's pathology department and has not been released for return. Heartmate 3 lvas IFU rev. C lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook rev. D, provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient underwent a pump exchange on (B)(6) 2023. The patient was discharged home on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the specific root cause of the damaged fuses in the returned system controllers and the corresponding driveline power fault alarms could not be confirmed during the evaluation of the pump cable segment returned by technical service. The patient presented with a driveline power fault alarm related to an open fuse in the system controller. The system controller and modular cable were exchanged multiple times, but the fuse associated with the power a line of the controller opened upon initial connection of the driveline. The pump cable inline connector was cleaned and then replaced by technical service; however, the issue did not resolve. The approximately 4in long segment of the pump cable that was replaced by technical service was returned for evaluation. Electrical continuity testing of the cable found no discontinuities or shorts. Visual inspection of the connector and wires under a microscope found no damage or wire breaches that could have contributed to the reported event. Review of the submitted lvad log files confirmed that the pump operated as intended throughout the reported events, when connected to power. There was no change in pump parameters before or after the onset of the issue. Although pump function was not affected by the driveline power faults, the behavior observed in the system controller log files appears consistent with a potential electrical short affecting the power a line of the lvad. The specific cause and location of this short cannot be determined without a device evaluation. It was also reported that the patient had pre-existing acute kidney disease prior to heartmate 3 implant, which worsened post-operatively. The patient has subsequently been dialysis dependent since implant. The patient remains ongoing on vad support with the driveline power fault alarm permanently silenced. The customer reported that the patient will receive a pump exchange at a future, unspecified date. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU also contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook rev. D, provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the alarm was permanently silenced. The system controller and modular cable were exchanged multiple times, but the fuse associated with the power a line of the controllers continued to open upon initial connection of the driveline. The pump cable inline connector was cleaned and then replaced by technical service; however, the issue did not resolve. The plan was to have a pump exchange when the patient was physically recovered from a recent hip fracture.